Manufacturer narrative:
Insufficient information is available to determine what resolved the issue. Per the key market response, no parts were replaced by philips, and the hospital went with a different channel for maintenance. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Reporting institution name: the first affiliated hospital of henan university of chinese medicine reporting institution phone #: (B)(6).reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the respiratory department sent the device to the armory department due to the failure that occurred. After inspection, it was found that there was a battery alarm. It was noted that maintenance was performed on the device, and was restored to normal use.